Event description:
It was reported that the amplifier broke down mid-case. During a procedure, a labsystem pro clearsign ii amplifier was selected for use. Upon system startup, the error message "before continuing you must reset the amplifier" was displayed. Troubleshooting was performed, including two hard resets and powering on the system using three to four different startup sequences; however, the issue could not be resolved. After the fuse box was removed, the labsystem pro was successfully restarted. Despite the successful restart, the procedure was subsequently cancelled while the patient remained under general anesthesia. No patient complications were reported.